Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as skin irritation under the patient¿s breast area due to garment being too tight. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed an antifungal cream for the skin irritation. Follow up indicated that the skin irritation improved.